Event description:
Customer alleges the arm socket cracked and separated. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model a4 chair (B)(4) is approximately 3 months of age. The user manual part number 1110545 rev f (oct-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a paraplegic. His medication regimen is unknown . The consumer is (B)(6) male (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.